Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4)); the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 19 jul 2005. It has exceeded its expected service life of 5 years. The archive data was reviewed and contained a system error 136 (internal parameter corrupted) occurring on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. Evaluation of the platform during initial power up, revealed a system error message. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. Upon customer approval, the processor will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR error message during initial power up. The issue was observed during routine check and no patient was involved with the event.